Manufacturer narrative:
Additional information received on april 11, 2016. Biopatch insertion site is in left, cephalic. The area of the skin condition is the shape of a square, similar to the square of the tegaderm. The skin prep used was chlorhexidine. Customer is unsure if the skin prep was allowed to dry prior to the biopatch application. Biopatch is changed every 7 days. The cover dressing initially used was tegaderm, then she had dry dressing, but that did not improve the skin condition. To treat the condition, the area has been cleansed with sterile saline, and dry dressing has been used (no longer using chlorhexidine). The condition has not improve or worsen under the disk. The patient¿s current status is stable; the skin condition is the same. The patient is receiving dry dressing changes (not chlorhexidine) every three days and continues to have dry dressing. The biopatch disk was a little off the center, directly around the insertion site. No pictures of the skin reaction available. The customer comments that they believe the skin condition is not caused by the use of the biopatch. Patient has a previous use of biopatch on (B)(6) 2016 on her right cephalic. Integra has completed their internal investigation on april 28, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; failure analysis was not possible since the complaint unit is not to be returned for evaluation and pictures showing the patient¿s reaction were not provided by the customer. The reported condition cannot be confirmed. DHR review; since the lot number was not provided, the device history record (DHR) could not be reviewed. Complaints history; upon review of complaint system from march 2014- march 2016, a total of 32 complaints (including this one) related to adverse reaction for biopatch product family. Approximately (B)(4) units have been released for distribution since march 2014 - march 2016, resulting in a complaint occurrence rate of approximately (B)(4). (B)(4). Conclusion: (root/cause): the customer reported that the symptoms first appeared approximately one month after the product had been first applied. The reported skin condition has the shape of a square (4 x 4 inch), similar to the square of the tegaderm transparent film dressing (biopatch 4150 is a 1¿ circle). The customer has eliminated other adhesives as possible causes for these symptoms. The patient has documented allergies to latex, penicillin, and belladonna alkaloids. The customer clarified that the condition was not different (better or worst) under the disk as compared to the rest of the 4x4¿ area, and expressed that they believe the skin condition is not caused by the use of the biopatch. Controls are in place to assure that chg potency meets release criteria. No assignable causes that could be associated to the manufacturing process of biopatch were identified based on the review of quarterly bioburden trends, CAPA's, and ncr's history.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported by the customer that after a daily tpn procedure the patient exhibited skin that was weeping, sloughing, and crusting in a four by four inch area around where the biopatch was applied. Symptoms first appeared approximately one month after the product had been first applied. The customer has eliminated other adhesives as possible causes for these symptoms. The patient has documented allergies to latex, penicillin, and belladonna alkaloids. No device will be returned. Additional information has been requested.